Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16. Using the pod 5 / page 42 . Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient¿s mother reported that she noticed an infection flaring up at the patient¿s site. She took her son to see doctor who prescribed co-amoxiclav tablets 250 mg tds (3 times a day) for 7 days for his site infection. The patient also has allergies to adhesives and noticed irritation and drainage while wearing the pod. The pod was worn longer than 48 hours on the arm. The pod was removed and discarded.